Event description:
It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the mildly calcified common femoral artery after an interventional procedure. Reportedly, after clip deployment the device was difficult to remove. In accordance with the instructions for use, the safety release mechanism was used to successfully remove the device. Hemostasis was achieved with the clip. There were no adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.